Event description:
The customer reported that, when preparing the device for use, the power button was stuck and the device did not capture images. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the power switch could not be pushed. There was no effect on the patient due to the event.

Manufacturer narrative:
During inspection and testing, service found the power switch could not be pushed due to a faulty switch. In addition, the video connector latch was worn causing a poor connection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the power was stuck and couldn¿t take images most likely due to a faulty power switch. The specific root cause of the faulty power switch could not be determined at this time. Olympus will continue to monitor field performance for this device.